Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be identified by the patient's communicator. Troubleshooting was performed, however, the issue was not resolved. No adverse patient effects were reported. This device remains in service. Additional information was received that after troubleshooting, the device was successfully interrogated.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be identified by the patient's communicator. Troubleshooting was performed, however, the issue was not resolved. No adverse patient effects were reported. This device remains in service.